Event description:
It was reported that the user, participating in the ilet experience survey experienced recurrent severe high blood glucose events while using dexcom g7 continuous glucose monitor (cgm) with the ilet, describing frequent cgm signal loss to the pump and pairing issues; one described episode followed a larger-than-usual breakfast with cgm readings reaching 263 mg/dl and returning to range after several hours. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included insufficient information regarding longer-term impact. Investigation of this case revealed no findings available, with the medical device problem and device component details not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.